Event description:
It was reported that the balloon become stuck in lesion. The patient was diagnosed with angina pectoris. The 90% stenosed target lesion was located in the distal end of the right coronary artery (rca). A 10mm x 3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon became stuck at the distal part of the rca. A 2.0mm x 15mm pre-dilated balloon was advanced through the guiding catheter to the lesion and the incarceration was relieved after repeated dilation. The balloon was successfully removed along with the guidewire. The procedure was completed. There were no complications reported and the patient was in good condition post procedure.